Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service technician went onsite and confirmed device user interface module would not turn in when unit was powered on. Technician replaced user interface module and resolved issue. Ran performance test, unit passed all test and run according to original equipment manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported blank screen while the device is powered on with the avea ii ventilator. The customer reported there was no patient involvement associated with the reported event.